Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10 getinge field service engineer (fse) logs attached, no errors or alarms about overheating, fse replaced executive processor board . Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is overheating . There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.